Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was assisted with trouble shooting but the insulin pump failed the high pressure test twice. The customer sent the insulin pump back for analysis.